Manufacturer narrative:
The philips service engineer replaced the unit's blower assembly, gas delivery system (gds) and motor control. The unit passed required performance verification tests per philips standards and was returned to use. The removed blower assembly and gds were returned to the failure investigation lab (fi). The customer's complaint was verified. The returned blower fails electrical bench testing.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The biomed reported to philips the unit gave a check vent alarm for blower stalled. The biomed confirmed an error code consistent with check vent alarm for blower stalled was present and indicated the blower not running at all. The biomed replaced the blower and the unit still will not pass testing. The biomed needs follow up with blower and gas delivery system (gds). The blower stepper is not working correctly, and the device is under warranty. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.